Event description:
The rotator separated from the manifold during power injection. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the suspect devices will not be returned for eval. The complaint was not confirmed. Based on similar complaints, it is suspected that the rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The potential root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This device was produced prior to the implementation of those corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: eval is based off of similar complaints, device history record was reviewed, complaint data base was reviewed.